Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the current intensity they're on is irritating and hurting them since they had bladder surgery. Assisted patient with decreasing stimulation to a comfortable level. Reviewed therapy expectations. Patient mentioned that during the night when they got up to void they couldn't make it to the bathroom and they think their recent surgery may have to do with that. Redirected to doctor to further address issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that about a month ago they had surgery for prolapsed bladder and uterus because "everything was kinked up". Prior to this procedure the patient had difficulty emptying their bladder but now since the prolapse surgery they are going more frequently especially at night, going every 2.5 hours. If they turn over in bed they have to go to the bathroom. Patient also reported they have leakage which they did not have before. Patient decreased amplitude today to see if this improves the urinary frequency. Patient indicated if this does not improve symptoms they plan to turn therapy off and further evaluate symptoms. Patient mentioned they might also have internal swelling because it has only been a month since their prolapse surgery. Reviewed therapy expectations and general programming guidance. Redirected patient to discuss their questions and concerns with managing physician.